Manufacturer narrative:
H10: the following replacement parts: power management board, power overlay switch and flow sensor assembly were consumed. However, it could not be confirmed if the unit is back in service. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/23/2020, 12/29/2020, 06/23/2021 and 10/14/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: e2 & e3: updated with reporter occupation. G1: updated with corrected manufacturer contact information. G2: updated report source h6: evaluation codes were corrected/updated.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
It was reported the ventilator was unable to turn on, had light emitting diode failure, and was unable to enter standby mode. There was no patient involvement. The customer ordered a replacement power management board, power overlay switch and flow sensor assembly. The investigation is ongoing.